Event description:
The bledsoe hinge has attached to the patient's leg brace whick was attached to the continuous passive motion deive (cpm). Some time after hinge attachment, the patient felt a "clicking" or "binding" feeling in the knee and pain increased. The rn noted the hinge was sticking when it was support to pivot with the cpm device. The hinge was remvoed and replaced with another hinge. No further problems reported.a visual inspection of the bledsoe hinge shows an area at the pivot where the pivot or circular motion has rubbed the metal. This may or may not be the cause of the hinge sticking. The event has not been replicated. The hinge is available for inspection.the patient experienced increased pain the knee. No actual injury to the knee was noted.